Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed an error message when turned on and failed to go past the error, establishing a relationship between the device and the reported event. The root cause was identified as a depleted battery. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the renasys go is powered on a message stating "device failed! Please returned!" Appears on screen. No case involved.